Manufacturer narrative:
Additional information: d9, h3 plant investigation: a blood contaminated multifiltrate bloodline was returned for manufacturer evaluation. A visual inspection was performed on the returned sample. The sample was checked for component defects, assembly failure, and conformity with the product specification. The sample was then subjected to leakage testing and checked under air/liquid pressure. During the visual inspection, a crack was noted on the dialyzer connector on the venous line. No other component based/production process-based defect could be observed. A review of the batch information could not be performed because the batch number was unknown. The exact reason for the reported defect could not be determined. According to the evaluation results, the possible reasons for the defect could be related to (but are not limited to): a component defect, or user handling process. The production department has been informed of the defect. Product surveillance will continue to monitor complaints for this type of defect.

Event description:
It was reported that a multifiltrate pro machine gave an air bubble detection alarm after the ¿return chamber¿. It was initially reported that the patient¿s blood was returned. However, additional information was later provided indicating the patient experienced blood loss. Following the alarm, the patient was moved to another machine where they were able to continue their treatment. The patient experienced approximately 250 ml of blood loss due to the event. Despite the machine giving an air detection alarm, no air was visible. Additionally, it was confirmed that all connections were secure. There were no other issues or alarms that occurred leading up to the event. No repairs were performed on the machine following the event. Upon follow-up, it was confirmed that the machine was returned to service and was now fully operational. There was no patient injury due to the blood loss, and the patient did not need any medical intervention. The tubing used during this event was reportedly available for evaluation. Additionally, the log files were provided for review.

Event description:
It was reported that a multifiltrate pro machine gave an air bubble detection alarm after the ¿return chamber¿. It was initially reported that the patient¿s blood was returned. However, additional information was later provided indicating the patient experienced blood loss. Following the alarm, the patient was moved to another machine where they were able to continue their treatment. The patient experienced approximately 250 ml of blood loss due to the event. Despite the machine giving an air detection alarm, no air was visible. Additionally, it was confirmed that all connections were secure. There were no other issues or alarms that occurred leading up to the event. No repairs were performed on the machine following the event. Upon follow-up, it was confirmed that the machine was returned to service and was now fully operational. There was no patient injury due to the blood loss, and the patient did not need any medical intervention. The tubing used during this event was reportedly available for evaluation. Additionally, the log files were provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.